Manufacturer narrative:
(B)(4)

Event description:
It was reported extensions contracted/hardened. Patient stated long ago that the extensions were contracting/hardening themselves and were "annoying and disturbing". At the revision, it was noted that the extensions had contracted and protruded/elevated under the skin and shortened the distance between connection to electrode and stimulator. The extensions and ipg (activa pc) had been explanted and thrown away. Additional information will be provided when it becomes available.